Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's reported that the insulin pump was having an audio beep anomaly. The blood glucose level was 154 mg/dl. The troubleshooting was performed. It was explained to the customer's that the possible causes of the audio beep anomaly was the clear circle was still on the insulin pump. The customer's wants to replace the insulin pump. The insulin pump was returned and replaced. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.